Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing the lesion. While retracting the delivery/stent device back to the guide catheter the stent became caught. The physician was able to remove the delivery/stent device, however, upon removal damage to the stent was noted. No patient injuries or complications were reported.